Manufacturer narrative:
Investigation conclusion: returned product was tested in-house and worked as expected. No product performance issues were found. Customer data was reviewed, and analysis did not conclude a product performance issue. Analysis revealed a higher fam signal attributed to post-run analysis of the data. Quidel provided modified programming for the third-party equipment to mitigate the issue moving forward. Root cause: third- party equipment programming. Source: email.

Event description:
One false positive sars result. The customer ruled out environmental contamination sources.